Event description:
It was reported that the patient received a shock. The diagnostics reported the high voltage lead impedance to be out of range, and extended charge time on the ICD. Technical service discussed noise on the lead and shorted output stage. Both the device and lead was replaced.